Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right atrial (ra) lead exhibited intermittent low impedance and suspected oversensing. The right ventricular (rv) lead exhibited high thresholds and low r-waves. Both leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.